Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Visual exam found that the phenolic t-handle broke off the hudson end shaft and into two pieces. All pieces were returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the t- handles cracked during the case.